Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he fell 2 weeks ago and hit his head near the implant site. The user has a tentative follow-up appointment scheduled on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, per the device explant report, the active electrode array was found partially inserted, with 3 channels out from the cochlea. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user reported that he fell approximately 2 weeks ago in early (B)(6) 2022 and hit his head near the implant site. The user was re-implanted.